Event description:
Customer called to report the insulin pump alarmed for button error and she was unable to clear it. The customer was at work and did not have the insulin pump with her. Advised that the insulin pump will be replaced. Customer stated the insulin pump was not dropped but might have been exposed to moisture. Advised the customer to call back when she had the insulin pump with her so troubleshooting can be performed. Customer was unable to verify blood glucose reading at the time of the call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.